Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Our rep is reporting the following to us: during a knee procedure, the distal portion of an intrafix sheath inserter broke off in the bone tunnel. The fragment was retrieved and they are reporting no patient consequences. The device has been in use for 2 years.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event. We cannot discern a root cause for the reported failure mode, although one possible root cause could be fair wear and tear due to age and use, if the two year old reusable device had seen frequent use. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting the following to us: during a knee procedure the distal portion of an intrafix sheath inserter broke off in the bone tunnel. The fragment was retrieved and they are reporting no patient consequences. The device has been in use for 2 years.